Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and completed with traditional methods. This event took place in germany.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of case logs from the system indicate that the pre-operative registration contained large shifts that would render the registration unusable to the user for the procedure. The ap and lateral shots contain pre-existing hardware, including the dynamic reference base (drb), within the shot which may have hindered the systems ability to register the flat panel fluoro fixture (fpff) images as well as perform the pre-operative registration. The lateral shots appear to have low shot quality which will make it difficult for the software to properly identify anatomy of interest within the image and register them accordingly. Ultimately, the user opted to abort the use of excelsiusgps and proceeded with the case via traditional methods. No adverse effects to the patient were reported. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique. The following sections were updated for this supplemental report: b4, d4, g6, h3, h6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and completed with traditional methods. This event took place in germany.